Manufacturer narrative:
The previously reported conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The concentration of baclofen was not provided; however, the dose was reported as 96mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. On an unknown date, the patient experienced an unidentified movement disorder. On (B)(6) 2015, the patient was admitted to the hospital because the unidentified movement disorder worsened. On (B)(6) 2015, the patient's family decided to have the patient transferred to another hospital. At the time of the report the patient was hospitalized in the intensive care unit, intubated and receiving multiple drips. No pump alarms were heard. The healthcare professional did not think there was anything wrong with the pump; however, she just wanted it checked. It was further noted that the patient needed a magnetic resonance image (MRI). Additional information was requested for drug details, other medications that the patient was taking at the time of the event, date the patient started to experience the movement disorder, diagnostics performed, cause of the symptoms and the event outcome. If additional information becomes available, a follow-up report will be submitted.